Manufacturer narrative:
Event occurred in another country. The suspect test strips, returned to the manufacturer, had expired. Therefore, testing was not possible. Retention data provided.

Event description:
Reporter states, the patient was unconscious and tested 5.9 mmol/l on the sensor system while unresponsive. The paramedics were called and arrived 15 minutes later to test customer at 2.4 mmol/l on their device. A visiting nurse obtained a result of 2.4 mmol/l for the patient on her device. Customer was transported to the hospital and received unspecified treatment. Requested return of suspect system for evaluation.